Manufacturer narrative:
The insulin pump had no button response in the escape or act buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 95 mg/dl. The customer stated that he was hiking with the device in his pocket and it had been raining. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.